Event description:
The customer reported that the device would not shock during testing and a pads cable failure message was visible. This occurred during testing; there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated a philips. The symptoms were confirmed. The cause of the issue was localized to the therapy pca. The therapy pca was replaced to resolve the issue. The device passed all testing and was placed back into service.